Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead with the lead tip was returned for analysis. Internal insulation abrasion was noted at 6.5-8.3cm, 7.0-8.2cm, 8.5-9.0cm, 9.6-9.7cm, and 14.3-14.4cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 5.2-5.4cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 9.8-12.2cm from the distal tip. Internal insulation abrasion was noted at 13.4-14.3 from the distal tip. The etfe coating was damaged during the surgical procedure at these locations.

Event description:
This report is to advise of an event observed during analysis.